Event description:
It was reported that upon completion of an angioplasty procedure, the tip of this device was missing material as the device was withdrawn from the patient. There has been no claim of injury related to this event.